Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, idc-CAPA-(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the device is not available for evaluation. Therefore, the reported condition of "ruptured reservoir" could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce intermate sv200 device had ruptured during filling. The device was filled with antibiotherapy. There is no patient involvement. No additional information is available. This is report 6 of 9 with the same reported problem from this facility.